Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a motor rate error. There was no patient involvement.

Manufacturer narrative:
H3: one device was received for analysis. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. The customer issue was verified through the alarm history review, force sensor test and visual inspection. The probable cause was plunger case had been pried apart leading to extreme miscalibration of force sensor, debris in force sensor cavity preventing proper sensing of force leading to travel coarse error and motor rate error. The right and left plunger case were replaced to resolve the issue. The device was recalibrated and thereafter passed all performance verification testing.